Manufacturer narrative:
Previously reported by the manufacturer: the trilogy evo o2 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to (model_num_obm_mismatch) was recorded in the device event log. The device was not in use on a patient at the time of the occurrence. In conclusion, the technician recommends replacing the device oxygen blender module subassembly and cable to address the issue. The device repairs are not complete due to pending customer approval to proceed. If any additional information is received, a follow-up report will be filed. New information/ eval: new information was received from the third-party service center stating the oxygen blender module subassembly and cable were replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.

Event description:
The trilogy evo o2 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to (model_num_obm_mismatch) was recorded in the device event log. The device was not in use on a patient at the time of the occurrence. In conclusion, the technician recommends replacing the device oxygen blender module subassembly and cable to address the issue. The device repairs are not complete due to pending customer approval to proceed. If any additional information is received, a follow-up report will be filed.